Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, distal right coronary artery. During inflation of the 2.0x15 mm mini trek balloon catheter a balloon ruptured occurred on the second inflation at 12 atmospheres. There was no resistance reported during advancement of the balloon catheter to the lesion. Another trek rx balloon catheter was used to complete the procedure without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.